Event description:
The patient reported receiving repeated 04 occlusion error messages on her insulin infusion device over several days. She stated, she has had elevated blood glucose readings from 200-340 mg/dl with her normal reading being 150 mg/dl. She stated, the only symptom she has had is feeling thirsty. The patient said, she has tried to bring her blood glucose levels down by bolusing and in 2007, gave herself an insulin injection, but thinks her blood glucose is still elevated. Troubleshooting did not find any issues with the infusion device or infusion set. Due to the repeated occlusion errors, the patient was advised to switch to her backup infusion device. On follow up, the patient stated her blood glucose levels are much better since she switched to her backup device. The patient did not require assistance from a healthcare professional or second party to address the issue. The patient is in the process of getting a new infusion device and did not want to return her current device for evaluation until she receives the new one so no product will be returned at this time.